Manufacturer narrative:
During evaluation and investigation, the implants were not available for analysis. The implants are not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because the affected lot number was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A tenotac implant was used to correct a cross-over toe in a surgery on (B)(6) 2019. It was reported that upon correction of the deformity, the tendon was very tight, making implantation difficult. The implant did not hold the tendon in place post-operatively and there was a recurrence of the deformity. It was reported that on (B)(6) 2020, a revision surgery was performed to correct the recurrence.